Event description:
Same case as MDR ID# 2134265-2014-05573. It was reported that in-stent restenosis (isr) and angina occurred. In d(B)(6) 2010, the patient presented with several week history of exertional dyspnea and left chest pressure. Stress test was performed and showed inferior attenuation. The patient was diagnosed with stable angina and cardiac catheterization was recommended. Subsequently coronary angiography and the index procedure were performed. Target lesion #1 was a de-novo lesion located in the mid right coronary artery (rca) with 95% stenosis and was 25 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with direct stent placement using a 3.00 x 32 mm taxus® liberté® stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was a de-novo lesion located in the proximal rca with 70% stenosis and was 12 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with direct stent placement using a 3.50 x 12 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. The taxus liberte stents were deployed in an overlapping fashion. One day post procedure, the patient was discharged on aspirin and prasugrel. In june 2014, the patient presented with a 3-week history of crescendo angina associated with shortness of breath and dizzinesss and was diagnosed with unstable angina. Three days later the patient was hospitalized. At the time of the event, the patient was on aspirin and clopidogrel. The study drug was last taken in 2012. Coronary angiography was performed and revealed 95% diffuse isr of the mid rca study stent and 95% occlusion of the previously placed study stent located in the proximal rca. The 95% diffuse isr of the previously placed study stent in mid rca was treated with direct stent placement using a 3.00 x 16 mm and a 2.75 x 12 non bsc drug eluting stents, resulting in 0% residual stenosis. One day post procedure, the event was considered resolved without residual stenosis and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).